Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery. After plain old balloon angioplasty was performed using a 2.0x10mm non-bsc balloon catheter, a 2.25 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was re-advanced again using a non-bsc guide catheter but still failed to cross the lesion; however, it was noted that the proximal shaft got kinked. When the kinked part was touched to fix, the shaft broke. The procedure was completed with another 2.25x12mm synergy stent. No patient complications nor injuries were reported.